Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event. Due to certification issues ((B)(6)) this report will be submitted once access is restored. (See (B)(4) - e-mail conversation with (B)(6) from (B)(6) 2019).

Event description:
User fell. According to the user the fall was not caused by the device!